Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, white particles, flat crease, wear abrasion and delamination. A leak test was performed and found opening on the anterior and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening and delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.